Event description:
A distributor reported that a pump was experiencing issues detecting the cartridge. There was no adverse impact to the customer's blood glucose level. Additional information about the customer's actions or technical support response was not available.